Manufacturer narrative:
G4: PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when the doctor was performing the thrombectomy operation, the doctor opened a sab-6-30. During the pushing/delivery process, the doctor found that the resistance was getting bigger and bigger in the middle section. After pulling it out, the doctor found that the stent was obviously kinked. The doctor suspected that it was a quality problem. After communication, the doctor opened a new one and successfully opened the blood vessel. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms reported with this event. Ancillary devices include a rebar27 microcatheter.